Manufacturer narrative:
The abandoned lead will not be returned for analysis therefore boston scientific crm cannot confirm this clinical observation. This report will be reopened if additional information becomes available.

Event description:
Boston scientific crm received information that this right ventricular lead displayed impedance measurements from 700 to 1300 ohms. Due to the fluctuating impedance measurements and the patient's pacemaker dependency, the lead was abandoned surgically and replaced with a new lead. No adverse patient effects were reported.